Event description:
It was reported that, "while tightening down hole cover for acetabular shell, distal threads became stripped. Screw drive is no longer usable."

Manufacturer narrative:
Evaluation summary: the returned driver looks in used condition with wear from normal use. The tip of the driver has deformed. The lot # is unk as device lot code info is not provided on the device. However during visual inspection it was observed that the device does not have a "ce" mark. This indicates that the device was manufactured before february 1998. The results of the investigation performed indicated that the root cause of driver deformation is attributed to a mismatch in the tolerance between the driver tip and the drive feature of the screw head. As angulations of the driver within the screw head increases, the more likely that the driver will deform. Ecn was implemented in 2005 to improve the fit of the driver tip and screw head and reduce the likelihood of driver tip deformation. The reported device was manufactured before above mentioned design change.